Manufacturer narrative:
Device is combination product. Synergy ous mr 3.00 x 28 mm stent delivery system (sds); was returned for analysis. The stent was not returned for analysis. The crimped stent od (outer diameter) at the time of manufacture was within maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were visible on the balloon body indicating that the stent was crimped on the balloon prior to detachment. The tip was visually and microscopically examined, and signs of damage were noted at the distal edges of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a shaft polymer extrusion break at the port bond site. Shaft break was noted after the decontamination process which most likely occurred due to damages that could have occurred on the shaft polymer extrusion during the ptca procedure. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 22-jan-2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The target lesion was located in a moderately tortuous anatomy and severely calcified right coronary artery. A 3.00 x 28mm synergy ii drug eluting stent was advanced however device failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed shaft break and tip damage.